Event description:
Boston scientific received information that a remote monitoring system reported an out of range shock impedance measurement on the device and right ventricular (rv) lead. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Attempts for further information were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.